Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient is currently in the hospital. Her lactate dehydrogenase (ldh) and plasma free hemoglobin levels were elevated and he had dark colored urine. The site is suspecting of a pump thrombosis, and anticipating need for a pump exchange. Additional information was requested but not provided.

Event description:
It was reported per the vad coordinator the patient underwent heart transplant. Per the vad coordinator; patient¿s status was elevated due to suspected pump thrombosis. The device will be returned for evaluation.

Manufacturer narrative:
Section a4: additional information. Section h4: corrected data. Manufacturer¿s investigation conclusion the report of suspected thrombus could not be confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). Review of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events, as well as a correlation between the suspected thrombus and the reported events, could not be established. (B)(6) was returned assembled with the driveline severed approximately 3.5 inches from the pump housing. The distal portion of the driveline was not returned. The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section was severed medially and the distal half was returned attached to the inlet elbow. The proximal side of the flex section and the inlet tube were not returned. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal and discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.